Event description:
The customer reported a leak (approximately 2ml) at the tubing going from the differential mix change to the flow cell while troubleshooting an issue with no diff results on the lh750 instrument. Blood, 5c controls, and lh series pak may be associated with the diff mixing chamber to the flow cell. The stabilyse from the lh series pak is responsible for stabilizing the blood/lyse reaction mixture in the diff mixing chamber. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment is attributed or associated with this event. No issues with the controls were noted; however, the patient samples stopped generating diff results after the third one. All patients, including the three, were then run on the other instrument. As such, no patient results were reported from the affected instrument.

Manufacturer narrative:
On the day of the event ((B)(6) 2012) a field service engineer (fse) observed stabilize tubing disconnected from diff mixing chamber. The fse replaced the tubing and primed the stabilize pump, ran customer qc, which resolved the issue. The cause of the leak is disconnected stabilyse tubing to the diff mixing chamber (B)(4).